Event description:
It was reported that the patient was experiencing apparent pectoral muscle / pocket stimulation. The patient was "deeply sedated and on terminal hospice care" at the time of the stimulation. The patient has since expired in a manner unrelated to this event. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device and leads were returned and analyzed. (B)(4):the device had normal battery depletion and met expected longevity. (B)(4): the proximal segment of the lead was returned. No anomalies were found. (B)(4): the proximal segment of the lead was returned. All conductors were stretched along with the lead. The inner insulation was torn. Apparent explant damage was noted. No anomalies were found.